Event description:
The complainant reported that an implanted impella 5.5 pump experienced persistent placement signal low alarms during patient support. Despite a dampened sensor, all other functions of the pump were noted to be working as intended. Support continued uninterrupted. No patient harm reported due to the issue.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation was completed. No logs were returned. The returned product passed laser continuity and all of the sensor 5s parameters were within specification. The pump was put in the uson and it was able to hold pressure but was reading slightly higher than the set pressure. There were no damages or abnormalities found with the device. Due to a lack of data logs returned and sufficient clinical information, the root cause of the optical sensor issue cannot be determined. The device history review was completed and passed all post sterile inspection checks.